Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a l4-l5 360 with decompression posteriorly with bilateral pedicle screws on (B)(6) 2014. Following implantation of the slc6454 s-lok cannulated polyaxial screw and placement of the rod, the sl1000 locking cap screw would not final tighten. Multiple caps were tried and a new rod was also placed, but final tightening of a locking cap was again unsuccessful. The pedicle screw was then removed and a new screw implanted. The rod and locking cap screw were placed and tightened with no further issue. A forty (40) minute delay to the procedure resulted.